Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a rewind anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was trying to rewind her pump to put in her reservoir. The customer stated that she was unable to rewind. The call was disconnected and the customer was unable to troubleshoot.